Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device on the right appears to be broken') and uterine perforation ('perforation: uterus/ migration/device is located in a slightly more peripheral location than usual. The right fallopian tube is patent for a short distance to the device.') In a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation in hospital" on (B)(6) 2013. The patient's medical history included smoker, vaginal delivery, abnormal glucose tolerance in pregnancy, anemia, antepartum, anemia, antepartum, erythema, gravida ii, parity 2, spinal fusion nos, pap smear abnormal, vomiting, abdominal pain, ovarian cyst, cyst rupture, right lower quadrant pain, cholecystectomy, uterovaginal prolapse, bloating nos, breast mass, weight loss, migraine, hypertension, tiredness and nausea. Concurrent conditions included dysfunctional uterine bleeding, sleep excessive, lipase increased, uterine enlargement, pelvic congestion syndrome, visual disturbance, sexually active, atypical squamous cells of undetermined significance and d & c. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("problems uti"), migraine ("migraine"), headache ("headaches") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal: imbalance") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, hormone level abnormal, migraine, headache, weight decreased and tooth disorder outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, migraine, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for perforation, migration, other injuries/sympt, bladder/urinary prob. The essure device was advanced first into the left tubal ostium with 3-5 coils noted after deployment. Into the right tube where it was placed without difficulty and 3-5 coils were also noted. The essure device on the right appears to be broken and most of the device is located in a slightly more peripheral location than usual. The right fallopian tube is patent for a short distance to the device. However, there is no contrast extending more distally into the tube or into the peritoneum. The left essure device is in typical location and the left tube is blocked. Discrepancy noted in essure insertion date previously reported as (B)(6) 2011, in fu document reported as (B)(6) 2011 and in insertion details reported as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: confirmation test? Unknown. Pregnancy test urine - on (B)(6) 2013: urine pregnancy test- negative. Concerning the injuries reported in this case, the following one/ones were reported via medical record: device breakage and medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device on the right appears to be broken') and uterine perforation ('perforation: uterus/ migration/device is located in a slightly more peripheral location than usual. The right fallopian tube is patent for a short distance to the device.') In a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation in hospital" on (B)(6) 2013. The patient's medical history included smoker, vaginal delivery, abnormal glucose tolerance in pregnancy, anemia, antepartum, anemia, antepartum, erythema, gravida ii, parity 2, spinal fusion nos, pap smear, vomiting, abdominal pain, ovarian cyst, cyst rupture, right lower quadrant pain, cholecystectomy, uterovaginal prolapse, bloating nos, breast mass, weight loss, migraine, hypertension, tiredness and nausea. Concurrent conditions included dysfunctional uterine bleeding, sleep excessive, lipase increased, uterine enlargement, pelvic congestion syndrome, visual disturbance, sexually active, atypical squamous cells of undetermined significance and d & c. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("problems uti"), migraine ("migraine"), headache ("headaches") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal: imbalance") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, hormone level abnormal, migraine, headache, weight decreased and tooth disorder outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, migraine, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for perforation, migration, other injuries/sympt, bladder/urinary prob. The essure device was advanced first into the left tubal ostium with 3-5 coils noted after deployment. Into the right tube where it was placed without difficulty and 3-5 coils were also noted. The essure device on the right appears to be broken and most of the device is located in a slightly more peripheral location than usual. The right fallopian tube is patent for a short distance to the device. However, there is no contrast extending more distally into the tube or into the peritoneum. 2. The left essure device is in typical location and the left tube is blocked. Discrepancy noted in essure insertion date previously reported as (B)(6) 2011, in fu document reported as feb-2011 and in insertion details reported as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: confirmation test? Unknown. Pregnancy test urine on (B)(6) 2013: urine pregnancy test- negative. Concerning the injuries reported in this case, the following one/ones were reported via medical record: device breakage and medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received - new events abnormal bleeding (vaginal), essure device on the right appears to be broken and ablation in hospital were added. Essure insertion date was updated. Patient race were added. New reporter, medical history and lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/ migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("problems uti"), migraine ("migraine"), headache ("headaches") and tooth disorder ("dental probs") and was found to have hormone level abnormal ("hormonal: imbalance") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, hormone level abnormal, migraine, headache, weight decreased and tooth disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, migraine, tooth disorder, urinary tract infection, uterine perforation and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for perforation, migration, other injuries/sympt, bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: confirmation test? Unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury to herself were updated to dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), perforation: uterus/ migration, urinary tract infection, hormonal changes, migraine, headaches, weight loss, dental probs. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.